Event description:
It was reported that the stent was successfully deployed and there were no pt effects;however, there was slight resistance crossing the lesion. Additional information was received reporting that the pt experienced facial droop and the symptoms were completely resolved three days later.

Event description:
Additional info was received on 5/17/2005 stating that the pt was seen by a specialist for decreased vision of the left eye secondary to fragments of cholesterol emboli and central retinal artery occlusion (stroke of the eye). Final diagnosis: minor, ipsilateral, ischemic stroke.